Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, on three separate instances over eight days, the devices were interrogated and the remaining longevity estimate graphic indicator bar was gray. It was noted that the room temperature maintenance instructions were followed. The devices were not used. There was no apparent patient involvement.